Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system, including an ipg, on (B)(6) 2010. It was reported the ipg was explanted and replaced due to premature battery depletion. The explanted ipg was not returned to the manufacturer for analysis. No additional information is available.